Event description:
Boston scientific received information that during a routine follow up a right ventricular lead fracture was noted. The lead impedances were out of range and the lead was not sensing or capture. No adverse patient effects were reported. A lead replacement procedure has been scheduled.

Manufacturer narrative:
Additional information was provided which noted that a procedure took place and the lead was evidently fractured. It was not possible to extract the lead thus the lead was surgically abandoned. The lead replaced. No adverse patient effects were reported.